Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that he was receiving alarms. The pt's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. As received, the electrode belt was found to have a defective component. The power instrumentation amplifier (component u714), located on the distribution node pca board, was shorted to ground causing poor ECG acquisition. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective component. The pt received a replacement electrode belt.